Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange is instability of the fracture. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 4/03/2025 that a sign im nail implanted to repair a fracture was replaced due to instability of the fracture. The im nail was replaced with a 10 mm x 380 mm standard im nail per the sign technique manual. Surgeon comment: "the nail had exited posteriorly from the greater trochanter in an attempt to make the entry posterior. Nail was revised and bone graft was added".